Event description:
No additional information.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, luer tip of syringe is deformed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 20ml s/su luer was cracked / damaged / deformed. The following information was provided by the initial reporter translated from portuguese to english: - 20 ml syringes, bd brand, lot 4137635, luer slip, with deformities in the nozzle. - 10 ml syringes, bd brand, which were observed to have cracks in the body during collection. These problems were identified by the employee during use. Total = (B)(4) units each.